Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor separator movement and a clogged/blocked instrumentation probe. The following information was provided by the initial reporter: during use this batch, the customer found some tubes gel blocked the test instrument. It was found that the gel adhered to the needles. The hospital checked the blood collection tube storage temperature and centrifugation temperature. No abnormalities were found. Local sales observe the condition of the specimens after centrifugation. No oil globules droplets are visible to the naked eye. Use a cotton swab to stir the serum. Individual specimens will have a wiredrawing phenomenon.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel function with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor separator movement and a clogged/blocked instrumentation probe. The following information was provided by the initial reporter: during use this batch, the customer found some tubes gel blocked the test instrument. It was found that the gel adhered to the needles. The hospital checked the blood collection tube storage temperature and centrifugation temperature. No abnormalities were found. Local sales observe the condition of the specimens after centrifugation. No oil globules droplets are visible to the naked eye. Use a cotton swab to stir the serum. Individual specimens will have a wiredrawing phenomenon.